Event description:
Customer reports a rash with md intervention requiring medication.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.